Event description:
During an intertrochanteric fracture procedure, the side plate with barrel would not slide over the lag screw that was implanted in the hip. The physician reported that the side plate became jammed onto the lag screw and would not allow proper insertion of the side plate. He repeated two times with two different lag screws and encountered the same issue. The physician then used a new set of instruments and implants to finish the procedure. The procedure was prolonged by one hour. This is 2 of 5 reports for the same event.

Event description:
The surgeon reported the side plate was not jammed but would not pass over the lag screw. He also reported that the problem persisted even after removal from the patient.

Manufacturer narrative:
Additional narrative: device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Information from received surgeon questionnaire. The returned guide shaft is damaged. The tangs are deformed and twisted and there are nicks and tool marks along its length. There is no lot number on the returned device therefore the top level drawing and the latest revision inspection sheet were referenced for this evaluation. The latest revision inspection sheet requires a lot number in the etch and the returned part does not have a lot number. The damage is not associated with manufacture and occurred post manufacture. The damaged tangs occurred post manufacture and caused the visual, dimensional and positional checks to fail. The returned guide shaft was checked functionally with mating parts that were returned in this complaint and passed.